Manufacturer narrative:
A2 - age at time of event: 18 years or older. B5 - describe event or problem: updated to include new information obtained.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein upper arm. A 8.0mm x 40mm x 50cm athletis balloon catheter was advanced for dilatation. During the second inflation, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the patient's anatomy was challenging, possibly due to calcification. The balloon was inflated to 20 atmospheres, but the rupture occurred on the second inflation, for which the nominal pressure was unknown.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. B5 - describe event or problem: updated to include new information obtained. An athletis device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 31 atmospheres as per athletis specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal from the proximal markerband. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein upper arm. A 8.0mm x 40mm x 50cm athletis balloon catheter was advanced for dilatation. During the second inflation, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the patients anatomy was challenging, possibly due to calcification. The balloon was inflated to 20 atmospheres, but the rupture occurred on the second inflation, for which the nominal pressure was unknown.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein upper arm. An 8.0 mm x 40 mm x 50cm athletis balloon catheter was advanced for dilatation. During the second inflation, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.